Manufacturer narrative:
The insulin pump alarmed software error. They were unable to perform the full functional testing including the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system test, and excessive no delivery tests. They were unable to verify the failed battery test alarm due to the software error alarms. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window

Event description:
The customer reported via phone call that he had a failed battery test alarm on the insulin pump. Customer's blood glucose was 300 mg/dl. Customer received a failed battery test alarm during troubleshooting with a new battery. Customer tried batteries from a different package and still received the alarm. Customer was advised to discontinue use of the pump and to return it.